Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 36 mg/dl; cause was unknown. Juice and a snack were consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management. Although requested, the customer did not upload the pump data logs for tandem technical support to perform a log review to determine a possible cause.